Manufacturer narrative:
All available information was investigated, and the reported jammed lock line and clip open during efaa could not be replicated in a testing environment. The lock line was observed to be missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported jammed lock line and clip open during efaa were unable to be determined. The missing lock line was likely a result of the user not returning the component. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, and flail. A mitraclip xt was inserted and placed on the mitral valve. However, while attempting to deploy the clip, after removing half of the lock line, the lock line was unable to be further removed, and while establishing final arm angle (efaa) for the second time, the clip continuously opened. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.